Event description:
Customer claims the alarm has power but no alarm tone when pressure is off the pad. Also, no alarm tone when the sensor is detached from the alarm. Customer tested with new chair pad and new batteries. This was discovered while in use with a pt. There was no pt incident or injury that occurred.

Manufacturer narrative:
(B)(4). Alarm, failure to. The product has been requested to be returned but has not been received.